Event description:
The needle broke while the surgeon was suturing through the pubic bone. Surgeon was performing laparoscopic burch procedure for bladder neck suspension and attempted to pass needle through pubic bone.